Event description:
Boston scientific received information that during a follow up a fault code was noted on this device. A review of the memory dump by engineering noted that the device is malfunctioning. The device should be replaced. At this time therapy is not affected. The fault code is associated with a high current drain and although the battery appears to be normal at this time this may change unpredictably. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
--

Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
--

Manufacturer narrative:
Additional information noted that a device explant took place and this device will be returned. Upon return and analysis this investigation will be updated.